Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 3.00 x 28 synergy drug-eluting stent was prepped by gripping the distal side of the balloon protector and pulling the device out. The device was then advanced but failed to cross the lesion. The device was removed and the distal edge of the stent struts was found lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.